Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. The handpiece was manufactured on june 14, 2017. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample did not show any visible nonconformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to fail the tune test. Additional testing indicates that the handpiece did not meet the stroke length specifications, as well. Disassembling the handpiece revealed moisture ingress within the electrode chamber (moisture was found within the handpiece).however, it remains inconclusive if moisture is related to the increase in temperature on the handpiece shell. The root cause of the reported event of temperature high cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a surgical procedure the handpiece was overheating and dysfunctional. The issue was resolved by exchanging the handpiece. Patient impact is unknown.

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates the event took place during a cataract extraction with intraocular lens implant procedure. The event occurred at the beginning of the procedure after the incision had been made. The surgeon felt the overheating of the handpiece in his hand. There were no system messages displayed. The case was completed. There were no consequences for the patient.